Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the ems endo staples did not fire because there were no staples in the stapler. A new ems was opened and the case was completed. There was no consequence to the patient.